Manufacturer narrative:
The lens was not returned for evaluation and the lot number was not provided. Therefore, a product evaluation and device history record review could not be conducted. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient ended up +2 post-op. The lens was removed and replaced and the patient is now "doing well" at one month post-op. Additional information has been requested, but no additional information has been received. This report is 2 of 2 for the patient.